Event description:
It was reported that during a surgical procedure at the user facility lint was coming off of the product and into the sterile field. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was not returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. Device not returned.

Event description:
It was reported that during a surgical procedure at the user facility lint was coming off of the product and into the sterile field. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.